Manufacturer narrative:
Within 5 minutes of treatment, patient complained of not feeling well and nausea. Vitals were confirmed to be stable and patient then complained of epigastric and chest tightness. Paramedics were then called. EKG and orthostatics were performed and results were confirmed normal. Patient was then sent to the ER for further evaluation. While in the ER, a vaginal exam was performed under anesthesia and results showed no perforation. Flexible sigmoidoscopy ruled out rectal perforation. Treatment was performed within normal limits. This incident is determined to be inconclusive. The device was evaluated and found to be operating within specification. This event is reportable because the patient was diagnosed with severe pneumoperitoneum. However, the root cause is inconclusive because there were no perforations and device was found to be operating within specification.

Event description:
5 minutes into treatment patient was not feeling well and paramedics were called and patient was taken to emergency room. Patient was diagnosed with severe pneumoperitoneum.